Event description:
It was reported that the patient never had therapeutic effect and was in pain and agony following implant. It was noted that the patient was not feeling anything in his foot and didn¿t know if it was the paddle that was in the ¿wrong spot, up too high or just didn¿t go down there.¿ it was noted that the device never worked and the patient never had any relief, but had relief with the temporary trial (100% relief). The patient stated they wanted to go back in and put a new wire in. It was noted that the paddle ¿didn¿t work¿ and the patient wanted to ¿put a permanent of the temporary in.¿ the reporter noted that the paddle was the wire that was also connected to the battery (both implanted). It was noted that the health care professional stated ¿oh well that¿s just the place it is.¿ it was noted that another health care professional said it was the wire placement and was willing to put in the wires. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).